Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a battery out limit and the keypad was unresponsive. Blood glucose level at the time of the incident was 81 mg/dl. The customer also reported that the up arrow was stuck. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No battery out limit alarms were noted. The pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. The pump also had a cracked case at the display window corners, and minor scratches on the lcd windows.